Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) collected episodes classified as atrial tachycardia/atrial fibrillation. Some of the episode electrograms showed non-physiologic sensing on both the atrial and the ventricular electrogram that was consistent with electromagnetic interference. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.